Event description:
Report received of an undelivery. The pump was received from clinical service with a note that read: "one channel not working". The pump was tested by the customer's biomedical engineering dept and was found to underdeliver on channel c. Additionally, channel b did not detect proximal occlusion. There were no reported adverse pt events. Though requested, there was no further info available.